Event description:
It was reported that during a cranial surgical procedure, the bur broke in the attachment. It was also reported that the broken piece was retrieved using a forceps. It was further reported that there were no adverse consequences and there was a 20 minute delay as a result of this event. It was also reported that a back-up device was available to complete the procedure successfully.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were me. Part number and lot number information has not been provided to permit further investigation. The root cause is multi-factorial.